Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. On-site visual and functional testing was completed on the system. It was reported that the batteries and charger outputs were inefficient. Some were lower than the normal power supply and outputs lower than the power supply. All batteries were replaced, as well as the motor, charger 1, and charger 2. The issue was resolved. A full system checkout was performed and the unit operated as expected. Analysis on the motor battery charger was initiated. After visual and functional testing, a confirmed failure of leaky capacitors was found. All other tests passed. Analysis on the battery charger 1and 2 was initiated. After visual and functional testing, it was found that there were leaky caps, a curved pcba and dirty soldering joints on both. All other tests passed. There was a confirmed failure of fatigue/stress of components on the battery chargers. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was experiencing an issue where they couldn't "make exposure". No patient present.